Event description:
Olympus was informed that the customer rigid autoclavable telescope has a broken component defect, ¿lens is cracked¿. The customer reported problem was found at preparation for use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, the objective lens is broken/loose. No moisture was observed inside the optical system. The inspection also noted the rigid outer tube is bent, and the image is cloudy. The cause of the damaged distal end objective lens is unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cracked lens was most likely attributabled to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.